Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed emergency supplies because his blood glucose was increasing. His blood glucose at the time of incident was 600 mg/dl, and no mention of symptoms or treatment of the hyperglycemia was made. The customer declined troubleshooting since he attributes the cause of his hyperglycemia to lack of reservoirs. No products were returned for analysis and three reservoirs were shipped to the customer.